Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 74 mg/dl. Customer¿s bg was treated intravenously with saline. The customer left the ER one day later with the issue resolved. Reportedly, the customer was using pump supplies beyond labeling and pump was exposed to body scanner. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours and exposing pump to body scanners were off label per the user guide. Additionally, it was reported that an altitude alarm had occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem user guide: do not expose your pump to x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan and other exposure to radiation. H3 other text : device not returned.